Event description:
The customer reported that the pt's esophagus was injured during a tee exam.

Manufacturer narrative:
(B)(4). The issue is still under investigation. The involved tee transducer has not yet been returned for evaluation.